Event description:
The bag split at the distal end when trying to remove specimen from pt. Appendix fell into cavity, used endocatch to retrieve bag.

Manufacturer narrative:
The product was not returned to anchor products so an analysis was not possible.